Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the blood glucose ran high. The blood glucose reading was 486 mg/dl. The customer treated with a bolus from the insulin pump. The drive support cap appeared normal and recessed. The customer changed the entire set and reservoir and the blood glucose was starting to come back down. She was advised to monitor the issue and call back if the blood glucose ran high again. The insulin pump was not replaced or returned for analysis.